Event description:
It was reported to philips that system boot failure due to defective host pc hardware on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc monoplane revised ii and tested the system and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).